Manufacturer narrative:
The patient demographic fields were updated according to follow up completed with the robot coordinator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a power flicker in the hospital. The caller detailed system logs power. Prior to calling, the caller had reestablished power to system and the system was powering on with an error 32056 on universal surgical manipulator (usm) 1. The caller was proceeding with the case as a three system arm case using usms 2, 3, and 4. The technical support engineer (tse) recommended an emergency power off (epo) of the robot between cases. The customer called back looking for assistance with a hard power cycle. The case was completed, but they were looking to see if the hard power cycle resolved the issue with usm 1. The tse assisted with walking the customer through the hard power cycle, but the fault immediately returned. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis (fa) and the reported 32056 error was confirmed in the system logs and replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto a golden system with error 32056 on the monitor. The logs included error 1173, which pertains to a searchlight issue. This error points to the yaw searchlight according to the p3 encoder value. After reseating the ffc, the errors went away. Based on these findings, fa identifies the yaw searchlight ffc to be the root cause of the reported event. The usm was then installed on a test fixture where it failed at the fiber power test and therefore the clockspring will also be replaced. The results show the acm_rxup was the problem due to a low value. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a faulty yaw searchlight and clockspring within the usm.